Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot test was performed and passed. Functional test was performed and passed. The receiver log was downloaded and reviewed finding a "reboot receiver/error recovery" message without user shutdown followed by ¿screen recoverable error alarm¿ was observed on the incident date of 3/24/2021. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.